Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 170 mg/dl. The customer mentioned that she wore the insulin pump under her dress leading up to the alarm. No significant events leading to the alarm were observed. She stated that she did not need any further assistance, as this was her back-up insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.